Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant medical products: rvdr01 ipg implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. The cause of death was provided as cardiopulmonary arrest, septic shock and sepsis. Further review of the manufacturer¿s database indicated the patient died approximately seven months after device system implanted. The sources of the sepsis and additional information related to the circumstances surrounding the patient death have been requested and are not available.